Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after a breakfast announcement while using the device, with a lowest blood glucose of 53 mg/dl and values remaining below range for hours; the user treated with oral glucose in the form of soda and ice cream and was unable to perform a confirmatory fingerstick. Symptoms included shakiness and sweating consistent with low glucose. Outcomes included self-treatment without assistance and no medical intervention. Investigation included complaint handling with troubleshooting and patient education on early wear-in period expectations, algorithm function, and the need to carry fast-acting carbohydrates. Investigation of this case revealed a cause that was unclear. It was concluded that the event was related to hypoglycemia of unclear cause, and user education was provided.